Manufacturer narrative:
(B)(4). Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a secondary set was attached and filled with methylene blue solution. The sets were allowed to flow freely. No observations of backflow were observed. A device history record review for model 2426-0007 lot number 20096796 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint that the secondary drug was back flowing into the primary infusion bag could not be replicated. Root cause description: the root cause could not be determined because the issue could not be replicated. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the as lvp 20d 3ss cv had flow issues and backflowed into the primary infusion bag. The following information was provided by the initial reporter: "on friday 1/8/21 the following rl was placed: secondary drug was noted to be backflowing into the primary infusion bag." "It was a secondary 500ml bag that had some overfill. ICU medical secondary tubing with spiros lot number: (10)20105287 primary tubing lot number: ref 2426-0007 lot (10) 20096796 chemo patient but only lr given when they noticed the backflow happening." "The secondary set was an ICU medical product, not a bd product. It contained a spiros connector. There was no chemo in the tubing. They caught the backflow during pre-meds which was only lr. The customer provided me with the 2426-0007 set, but it did not have the ICU medical set. It does have the spiros on the end of the 2426-0007 and a spiros connected to the secondary port, but no secondary set itself."